Event description:
Healthcare professional reported left capsular contracture grade baker iii and calcifications. The device has been explanted. Treatment includes compression, massage, and us.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Calcification: not observed, calcification on the surface of the shell. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left capsular contracture grade baker iii and calcifications. Device remains implanted. Treatment includes compression, massage, and us.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.